Manufacturer narrative:
Analysis of the 8709sc catheter (B)(4) revealed a broken catheter anchor.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n191525012, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8590-8, lot# n478330, implanted: (B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, lot# n191525012, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-8, lot# n478330, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20mg/ml at 2.75 mg/day via an implantable pump. The indication for use was spinal pain. On an unknown date, the patient experienced a loss of pain control. No signs or symptoms of withdrawal were reported. On (B)(6) 2015, a catheter dye study was attempted and they were unable to aspirate the catheter. On (B)(6) 2015, the patient went into surgery. When the physician opened the spinal incision the catheter was found outside of the intrathecal space and the wings were broken off of the bi-wing anchor. The intrathecal portion of the catheter was replaced and the issue resolved. The patient's status was reported as alive -no injury. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n191525012, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8590-8, lot# n478330, implanted: (B)(6) 2015, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, lot# n191525012, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter; product ID 8590-8, lot# n478330, implanted: (B)(6) 2015, product type: accessory; product ID 8590-8, lot# n478330, implanted: (B)(6) 2015, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had an increase in pain therefore a catheter dye study was performed. The catheter dye study was performed on (B)(6) 2015 and the catheter access port was unable to be aspirated. The catheter tip also appeared to have migrated out of the spine and was lying in the supraspinous tissues. The device diagnosis was catheter migration and the clinical diagnosis was increased pain. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The catheter was explanted and replaced on (B)(6) 2015. The issue resolved without sequelae the same day was the catheter replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter migration and inability to aspirate was not determined.